Manufacturer narrative:
Investigation is in process, but not yet complete.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the perfusionist noticed that there was no display on the roller pump. The pump was being used to monitor the pressure. The device was not changed out as the pump was used for the procedure. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.